Manufacturer narrative:
Evaluation summary: during product evaluation, the pump head module (phm) keypad stop button was found to be not working. The phm keypad was replaced to address this condition. The pump was tested per procedure and returned within specification. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.

Event description:
The device was returned to baxter for service. During product evaluation, the baxter technician reported an infusion pump with a stop key on the pump head mechanism not working. There was no patient injury or medical intervention necessary. No additional information is available.